Event description:
Additional information was received from the customer stating that the chemotherapy drug involved was oxaliplatin. There was chemo on the patient sleeve and potentially on the patient's arm. Chemo was spilled on the stretcher sheet. Staff was exposed via inhalation only. Staff cleansed the patient's arm per spill protocol. There was unknown impact to staff. The tubing was replaced and therapy resumed, drug was not replaced. The setup was chemo was attached to pharmacy supplied tubing, connected to alaris IV tubing, connected to baxter chemo lock y-connector tubing, connected to purple y- extension set. Leaking occurred approximately 5 minutes into infusion. There was no blood loss or bleed back.

Manufacturer narrative:
The complaint of leaks on item cl3950 could not be confirmed by investigation since no product samples, pictures, or videos were received for investigation. The device history review (DHR) could not be performed due to lot number for this complaint being unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The incident involved a 8" (20 cm) ext set w/microclave® clear, chemolock¿ port, y-connector, rotating luer. As per report, the chemolock port y-conn leaked while chemotherapy was infusing, causing chemo drugs to be spilled. Two patients and one staff member were exposed to chemotherapy by inhalation. There was patient involvement and unspecified harm was reported.